Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was aborted. The philips remote service engineer (rse) inspected system remotely and confirmed that the system gave alert indicating disk was low. The rse advised customer to delete older patient data; however, the issue persisted. The review of system log files showed malfunction with the ippc. Therefore, the rse suggested philips field service engineer (fse) to replace the ippc. To resolve the issue, the fse replaced ippc and hard disk drives, reinstalled the operating system, recreated image database in ippc, performed cold restart and performed functional tests, upon these repairs the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the free disk space was too low, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.